Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were distorted, the defibrillation conductor was distorted, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Performance data was also collected from the device and was analyzed. Analysis of this data revealed high resistance/impedance. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 15:00:13 and (B)(6) 2012 15:00:12. The programmer s2d file (B)(4) show alerts for rv (right ventricular) bipolar lead impedance greater than 3000 ohms on (B)(6) 2012 15:00:13 and (B)(6) 2012 15:00:12. There was also sensing issues revealed as the ventricular short interval count v-sic equal 150 counts, in 0.07 day, on (B)(6) 2012 in the timeframe between 15:48:46 and 17:23:40.

Event description:
It was reported that several hours after initial implant, the patient was transferred to a different hospital as the patient had bleeding in the pericardium. The patient had to be reanimated twice during transport. Records indicated that the lead remained in use at that time. It was later reported that the patient's alarm toned and the patient came to the hospital where high impedance on the same lead was found. The lead was removed and replaced. No further patient complications have been reported as a result of this event.